Manufacturer narrative:
The device was not returned and the lot number is unknown. Therefore; a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a hole in the tubing of a homechoice cassette which resulted in a leak. The patient was connected at the time of the event. This was observed during drain one of four of peritoneal dialysis therapy. Renal therapy services assisted the patient in ending the therapy session. The patient would start over therapy with new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.